Event description:
The ge oec 9900 fluoroscopy system displayed filament regulator error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and this error would be cleared by reloading the system calibration files. The system was tested, found to be functioning as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.